Manufacturer narrative:
(B)(4). Date sent: 6/13/2023 additional information was requested and the following was obtained: no patient consequence. Other information is not available.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staples of the cartridge did not come out to be formed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/1/23. D4: batch # 602a05. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60d reload was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review. A manufacturing record evaluation was performed for the finished device batch number 602a05, and no non-conformances were identified.